Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her husband is having issues with his pump. The customer stated the pump is causing him to have high blood glucose. Patient's blood glucose at time of incident was 300 mg/dl. Patient's current blood glucose was 426 mg/dl. The customer has not treated it. Customer states the drive support cap appears normal customer does not have a tubing clamp available. The customer will call back to perform high pressure test. The insulin pump will not be returned for analysis.